Manufacturer narrative:
No formal investigation of the ventilator was requested, and no ventilator logs were provided. The findings are based on additional information supplied by the user facility, which conducted its own investigation. Key observations provided were that excessive water was observed in the patient circuit, the bacteria filter connected to the expiratory inlet of the expiratory cassette, and within the expiratory cassette itself. The bacteria filter was installed incorrectly, with its arrows pointing sideways instead of upwards. This misplacement caused water to flow into the patient circuit and expiratory cassette, bypassing the water trap integrated into the filter. The bacteria filter had also been used beyond the specified maximum duration of 24 hours, as outlined in the user¿s manual. This was not known to the staff. As reported, during operation, alarms for low expiratory minute volume were triggered as an indication of difficulties with ventilating the patient. This can be experienced as no gas flow is delivered thus generating the alarms for low expiratory minute volume. This indicates that the ventilator was operational and attempting to deliver the set tidal volume but failed due to imposed restriction of the set airway pressure alarm limit. The failure to achieve the desired tidal volume was due to increased expiratory resistance in the patient circuit, caused by the occluded bacteria filter. In conclusion, the investigation found no evidence of ventilator malfunction. The issues arose from improper use and incorrect placement of the bacteria filter, which disrupted the patient circuit and expiratory cassette functionality. Staff have been informed and educated on the proper installation and usage of the bacteria filter, including adhering to the 24-hour usage limit specified in the user¿s manual.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low tidal volume. The patient became hypoxic. The ventilator was replaced. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).